Event description:
Voluntary medwatch received states that the left ventricular lead was revised due to unspecified infection and erosion. There were no patient consequences.

Manufacturer narrative:
UDI is not available as product information was not provided.